Manufacturer narrative:
The device was returned to olympus for inspection. There was no malfunction reported directly by the customer. A root cause could not be identified. Based on the results of the investigation: olympus presume that the event occurred due to stress applied on the image sensor unit while the user was handling the device. However, the cause of the event cannot be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a e217 scope error and e227 scope communication error occurred. There was no patient involvement.